Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate of 60 units and remained static. Reportedly, the cartridge was filled with 200 units of insulin. Blood glucose level was 79 mg/dl. Reportedly, the customer continued using the existing cartridge for insulin therapy.